Event description:
Physician placed patient on mayfield pins while supine on stretcher. Patient was then turned to prone position on operating room (or) bed. Physician noted that the mayfield moved when one of double pins came loose. Patient was then placed back supine on stretcher and mayfield removed. Physician noted 2 pin sites with puncture mark, but one with about a 2cm straight laceration. Physician prepped the area with betadine and repaired laceration with sutures. Skin was well approximated. Patient was then again turned prone to or bed but now using mayfield horseshoe to support head. Researched case and discussed with neuro surgery. Laceration in left partial region closed with sutures. Mayfield device slipped when putting patient in prone position. Patient discharged home on the day of surgery. She had a removal of a spinal cord stimulator. The patient was in prone position in a 3 point mayfield skull clamp. The patient was not repositioned until the issue was discovered, at this point the surgeon repositioned the skull clamp, and proceeded with the procedure. The surgeon placed the patient into the 3-point skull clamp prior to the procedure. He stated that the reading on the pressure gauge on the clamp read 60. In the middle of the procedure the surgeon felt that the positioning had come loose. He scrubbed out and checked the skull clamp, this is when he discovered that the pressure gauge now read 0. He also noticed that the pin had slid and caused a laceration in the patient's scalp in the parietal area. He repositioned and finished the procedure. During this entire time, the patient was being monitored by our neuromonitoring team and there were no changes during this process. This did not affect the surgery in any way, but did cause an unanticipated laceration on the patient's scalp. Approximately 60 minutes of use. The patient had a laceration on the scalp which staples and a dressing was placed.